Event description:
Procedure: hernia. A literature review titled outcome of abdominal wall hernia repair with permacol biologic mesh, in the journal of the american surgeon, volume 79, october 2013, states a retrospective review was conducted of 195 adult pts who underwent abdominal wall hernia repair with permacol between october 2007 and july 2011. All operations were performed in 14 kaiser permanente hospitals in southern california. Complications included infection in 26 pts, and recurrence in 23 pts. This ftr is for one of the recurrences.

Manufacturer narrative:
(B)(4).